Manufacturer narrative:
(B)(4). Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a32 alarm due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was 71 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump was beeped low battery and suspended. Customer reported that they were able to clear the alarm, able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.